Event description:
It was reported that a lead integrity alert (lia) was triggered after a mitral and tricuspid valve repair. The alert was triggered due to a number of short interval counts (sic) with noise and possible crosstalk. Also, there was a variance and decline in pacing impedance and an insulation breach was suspected. The lead was reprogrammed initially and then was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead, implanted: (B)(6) 2003. (B)(4).